Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call set issue and high blood glucose. The customer's blood glucose was over 600mg/dl at the time of incident. Trouble shooting was performed and found customer stated blood glucose levels were over 600 and went into mild diabetic ketoacidosis. Customer changes infusion set for a third time and had blood glucose numbers over 300. Customer did not replace reservoir and there were no other alarms in the device. Customer decline trouble shooting for the high blood glucose and requested infusion sets be replaced. Advised sending replacements and to monitor current set. Customer will return sets for analysis.

Manufacturer narrative:
Device passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted.